Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by an MFR employee. Training is in place.

Event description:
It was reported that stimulation was turning off intermittently on one side during the night. Additional info has been requested but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-05659.